Manufacturer narrative:
Investigation revealed that there was no system malfunction. An investigation of the case logs indicated that the implants of this construct were misplaced due to a minor merge shift in the pre-operative registration. The pre-operative registration can be more difficult to obtain depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Pre-operative merge shifts can cause navigational integrity issues and can lead to the misplacement of implants if not identified. The user must verify each planned level within the pre-operative merge before proceeding with navigation and acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. There were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and post op CT scan shows a medial breach of the l4 screw.